Manufacturer narrative:
A ge rep evaluated the system and determined that the schuko plug on the 220v cable needs to be replaced, the part was ordered. No conclusion can be drawn as further repair info is not available at this time.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in the complaint.